Event description:
It was reported that the pacemaker was found to be in backup mode due to nmi.

Manufacturer narrative:
This report is to retract report MFR# 2017865-2022-21774 submitted on 29 aug, 2022. This report was erroneously submitted. This is a not a reportable event as the complaint was discovered during stock rotation. All previously submitted information should be corrected to not applicable and null fields.